Event description:
A femoral line was being placed during surgery. During the line insertion, it was noted that the guide wire appeared to unravel. A cut down procedure was required to retrieve a portion of the wire. No untoward effects to the pt. This product is part of a custom open heart pack that is manufactured by cardinal health. Lot#, catalog #, etc. Are difficult to obtain since no labeling on outer package or inner package includes this info. We have been working with both manufacturer and facility to obtain this data.